Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using paddles. Complainant indicated that the clinician obtained a set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device log review found no faults with the device. On (B)(6) 2025, users performed 30 joule test shocks via paddles successfully. On (B)(6) 2025, the device displayed "defib pad short" and prompted user to "select 30j" but the user attempted to charge at higher energy which by design, the device did not charge. After troubleshooting, users successfully delivered five shocks at various energy levels. Testing at zoll could not duplicate the customer report, but the multifunction cable (mfc) and paddles were found to have visible damage and were scrapped. There was no fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.